Event description:
It was reported that the pt noted a sound percept change followed by no sound. The pt reported that on the day prior to the event, a static discharge occurred when using a pair of scissors around the implant site to cut hair. Additionally, the pt reported random sound percept changes in the prior three months. External equipment was exchanged; however, the reported problem was not resolved. In 2002, the pt was seen at the implant center for device evaluation. Testing conducted confirmed that the device was no longer functioning.